Manufacturer narrative:
The reported foreign material was confirmed. A foreign material was returned with the introducer and additional investigation determined the foreign material was a portion of the jacket liner from the interior of the introducer sheath. Dissection of the sheath revealed that the jacket liner had been delaminated and torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damage to the jacket liner is consistent with damage during use.

Event description:
When the introducer was removed from the patient after completion of an atrial fibrillation ablation procedure, a piece of a string-like foreign material came out from the hemostasis valve. The material was about 30cm in length. The procedure had already been completed and there were no adverse consequences to the patient.